Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the stylus was broken. Analysis indicated that the bezel overlay assembly was out of electrical specification. Analysis also indicated that the system fan was noisy. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer stylus was broken. The programmer was returned to service. There was no patient involvement.